Manufacturer narrative:
Explant date: (B)(6) 2014. Model number/catalog number: sc-2352-50, serial number: (B)(4), batch/lot number: 14439043/13758561, model/catalog description: linear 3-4 lead 50 cm.

Event description:
A report was received that the patients was experiencing inadequate stimulation. The patent underwent an explant procedure. No further information could be obtained.